Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that five days after implant the right atrial (ra) lead exhibited slightly high thresholds. It was further reported that the right ventricular (rv) lead exhibited intermittent pacing failure due to micro dislodgement and high thresholds. Reprogramming occurred. The rv lead was subsequently revised. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial pacing capture threshold was elevated. If information is provided in the future, a supplemental report will be issued.